Event description:
(B)(4). I just want it checked and out of me now. This was not our fault. The doctors didn't care enough to tell us what really was going on. Money just makes people do dumb things and we have to pay for it, no I will not. Its not fair....